Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (95 percent stenosis degree) in the mildly tortuous left coronary artery. During the process of delivery, the stent dislodged from the stent delivery system upon reaching the lcx position. Subsequently, it was proceeded to withdraw the guidewire, and the stent remained stuck at the lcx location.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, photographs and videos taken from the angiogram were provided. Review of both the photographs and videos taken from the angiogram did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. The technical investigation revealed that the balloon of the delivery system has been inflated. The balloon shows no damage or irregularity. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.